Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The instrument was found to have thermal damage on the bipolar yaw pulley. The thermal damage was observed near the bottom of the grip tips. Electrical continuity test was performed and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a wire sticking out of the tips of the fenestrated bipolar forceps instrument. The customer used a backup instrument to complete the procedure. The procedure was completed with no reported injury.